Manufacturer narrative:
Updated fields: b4, d9, e1, e2, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold assembly. The unit passed the pre-use inspection and all factory specified performance and safety index tests. The iabp was cleared for clinical use. The failure analysis and testing dept. Received part number 0104-00-0031 with a reported unit failure of an internal communication failure.the fat performed a visual inspection and found the part to be in good condition.the fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1: full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) alarmed internal communication failure and promptly replaced it with other equipment to avoid personal injury.